Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left coronary circumflex (cx) artery. A 3.50x18mm xience skypoint stent delivery system (sds) failed to cross due to anatomy and during removal, the stent dislodged in the left main. Attempts to retrieve the stent with a snare were unsuccessful; therefore, a wire was advanced and placed through the stent and the stent was deployed in the left main. There was no reported clinically significant delay in the procedure. No additional information was provided.